Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. It was reported that the patient¿s receiver did not alert the patient of a low glucose value. The patient was on her way out of the house. The patient's cgm was reading 84 mg/dl, so they were going to grab a juice and fell, breaking their ankle. They did not remember hearing a low alert which they said they had set at 80 mg/dl. No specific symptoms of hypoglycemia were reported. The patient took some sugar and called emergency medical services (ems). They were not sure of the fingerstick bg value that was taken when the paramedics arrived. They were treated for the broken ankle (no treatment details provided). No treatment for the hypoglycemia was provided since they had treated the low themselves before ems arrived. At the time of the report the same day that patient stated they were doing okay. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional testing was performed and passed. Manual alert/alarm test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.